Event description:
The marketing evaluation unit reported that the patient was treated with a periarticular proximal humerus plate. The surgeon found that the head of the plate was too big and the suture holes were too sharp and broke the fiber wire. No further information was provided.

Manufacturer narrative:
Device was used for treatment. The device is not being returned for evaluation. As no lot number was provided, no device history record review can be performed. There is no further information available on this event and no further investigation can be performed.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Lcp periarticular proximal humerus plate was reported in error.

Event description:
This report is 1 of 1 for an unknown plate for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.